Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer ended up at the hospital more times in one year than their previous years of being a diabetic. The customer also mentioned a low blood glucose incident that ended with them having a broken shoulder. The customer stated their sensor stopped working 3 days early leading to the low. The customer had unknown with blood glucose levels at the time of the incidents. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. No further information was provided and the customer could not be identified. The insulin pump will not be returned for analysis.